Event description:
It was reported that a pt underwent a laparoscopic supracervical hysterectomy in 2007. During the procedure, the motor drive unit sounded as if it was bogging down and was pulsing on its own. A mini-laparotomy was performed to complete the procedure.

Manufacturer narrative:
The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.